Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient. A fragment was retrieved and the intended procedure was successfully completed with the same set of equipment. However, an examination by CT revealed that another fragment remained inside the patient. This fragment was retrieved as well by an unknown approach. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-03-16). The investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. However, no part was missing since the complete fragment was returned as well. The cause of this damage and the breakage of the ceramic insulation is most likely mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.